Event description:
A power source alert was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to charge, with the advice to call back if the issue persisted.